Manufacturer narrative:
One 6f angio-seal vip locator was visually inspected. The locator had been fully inserted and locked into the hemostasis sheath. However, the locator distal end did not exit the sheath distal tip. No kinks or other visual anomalies were noted to the sheath tubing. The locator was removed from the hemostasis sheath. The locator had been severed at the blood inlet holes; tubing material had been twisted, stretched, and torn suggesting forcible detachment. The detached tubing segment was not returned. No other contributing visual anomalies were noted. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal instructions for use (IFU) state that once the user has received assurance that the locator and sheath are in the artery (blood will flow from the angio-seal drip hole), the user is to hold the insertion sheath steady, without moving it into or out of the artery. Next, the user should remove the arteriotomy locator and guidewire from the insertion sheath by flexing the arteriotomy locator upward at the sheath hub.

Event description:
It was reported a physician wanted to close an antegrade puncture site with an angio-seal. To support the sheath and locator, the physician used a stiffer guidewire instead of a more flexible guidewire. The physician had difficulty passing the guidewire due to the angle position of the sheath and locator. After several attempts, the physician pulled back the sheath and locator and decided to apply manual pressure, the artery was able to be closed. During the pull back process, the locator was noticed to be broken at the tip. After further observation, the locator was broken at the inlet hole and the locator tip remained in the subcutaneous tissue of the pt. The physician was unable to locate and retrieve the portion of the locator left behind. The pt was reported to be doing well.